Manufacturer narrative:
THE INVESTIGATION IS STILL IN PROGRESS. ONCE THE INVESTIGATION IS COMPLETE A SUPPLEMENTAL REPORT WILL BE FILED. UDI FORMAT UPDATED WITH AVAILABLE PRODUCT INFORMATION PER GUDID. H11: SECTION A THROUGH F - THE INFORMATION PROVIDED BY BD REPRESENTS ALL THE KNOWN INFORMATION AT THIS TIME. DESPITE GOOD FAITH EFFORTS TO OBTAIN ADDITIONAL INFORMATION, THE COMPLAINANT / REPORTER WAS UNABLE OR UNWILLING TO PROVIDE ANY FURTHER PATIENT, PRODUCT, OR PROCEDURAL DETAILS TO BD.

Event description:
IT WAS REPORTED THAT IT WAS INSERTED DURING A TOTAL PELVIC EXENTERATION. DURING THE PROCEDURE, THE FOLEY CATHETER BALLOON FELL TO THE FLOOR AFTER SPONTANEOUSLY DETACHING. SUBSEQUENTLY, WHEN A NURSE INFUSED STERILE WATER, A LEAK WAS DETECTED.

Event description:
It was reported that it was inserted during a total pelvic exenteration. During the procedure, the Foley Catheter balloon fell to the floor after spontaneously detaching. Subsequently, when a nurse infused sterile water, a leak was detected.

Manufacturer narrative:
This report was impacted by eMDR scheduled maintenance occurring July 22-27, 2026. The reported event has been confirmed manufacturing related and is being investigated by CAPAs 12866756 & 12474528. Received 1 all silicone foley catheter with drainage bag, and urine meter. Verified material number 119314 and manufacturing lot number NGKV1040. Visual inspection of the sample noted 3 way foley catheter with balloon rupture (measuring 0.3830in) on the return sample. Further inspection noted the balloon had no missing pieces. This is out of specification per Inspection Procedure which states, "Balloon must not be torn". Potential Root Cause Silicone balloon molding pin configuration when removing the balloon from the mold. Additionally, a contributor factor was identified Inspection method: The inspection method is visual and relies on the operator¿s judgment to identify any leakage in the catheter balloon during the inflation or deflation inspection test at 100 percent Final Inspection. Risk review and labeling review are not required as the event is being investigated per CAPAs 12866756 & 12474528. A review of the Device History Record did not show any problems or conditions that would have contributed to the reported issue. Corrections: D, E, F, H. UDI format updated with available product information per GUDID. H11: Sections A through F - The information provided by BD represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to BD.